Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ pian: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Healthcare professional reported pain, capsular contracture baker grade iii, and seroma-late. Device has been explanted and replaced.

Event description:
Healthcare professional reported pain, capsular contracture, baker grade iii, seroma-late. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, and pain.